Event description:
On 06/12/2023, it was reported by a sales representative via sems that an ar-1999hh ratcheting handle would not ratchet, an ar-9165cdg baseplate impactors blue end piece snapped off, and an ar-9510-2 broach handle will not allow the broaches to stay engaged. This occurred during a case, the case was completed using backup device. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-9165cdg was received for evaluation. Visual inspection revealed that one side of the slotted boss had broken at the distal end of the blue baseplate impactor, dents around both ends of the shaft, and laser marks faded. The most likely cause for the breakage and dents can be attributed to excessive application of mechanical forces or impact. The cause for faded laser marks is attributed to wear and tear. Functional testing was not performed due to the damage to the device.